Event description:
Doctor referred that during circumcision procedure the electrosurgical alarm was activated. After that it stopped functioning. The day after the procedure, the pt's spouse called doctor and informed they observed a "penne" laceration. The doctor's theory is that the pt received an electro shock.